Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose and was not able to elevate even after eating food. Customer had disconnected for an hour and paramedics were called and customer was taken to the hospital on (B)(6) 2016. Customer's blood glucose was 37 mg/dl. Customer was not admitted and was treated with IV drip. Customer declined further troubleshooting due to having appointment with healthcare professional.